Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on his insulin pump while trying to administer a bolus dose. His blood glucose was unknown at the time of reporting, but he stated that it had been in the 300mg/dl range for most of the day. The customer was advised to change his infusion set and reservoir. He declined to send them in for analysis. No additional information was reported.